Manufacturer narrative:
Device evaluation: one unused device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint cannot be confirmed or duplicated. The probable root cause was unable to be determined.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air was leaking from the cuff. There was a patient involvement, no patient injury was reported.